Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and defib shock testing using the returned paddles and one-step cable without duplicating the report. An internal inspection of the device found no discrepancies. Although no event date was provided by the customer a review of the device log found one event where the unit would not discharge while in sync mode due to no qrs detected. Sync mode is designed to shock only at specific points on the ECG's qrs complex. If there is no qrs detected, the device would not be able to perform a synced discharge. There is no evidence this was due to a device malfunction and no evidence that the device was unable to discharge if all criteria had been met. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.